Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was started with tandem technical support (cts), however, customer declined to complete the check. Customer successfully resumed insulin therapy. Customer¿s blood glucose level was 104-201 mg/dl.